Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the identified photos: apparently the unit is intact, crease fold, brown particles in the shell and labeled right side. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "contracture grade IV".

Event description:
Healthcare professional reported "contracture grade IV" and "discomfort" against the right side device. Device was explanted.